Event description:
A voluntary medwatch form was received from the facility. The report has a note in section b of a "questionable product problem". The patient was reported to have been changed from another device (the device was due for a preventative maintenance). After change the patient was reported to have increasing peak inspiratory pressure's and complaint of "smothering". Twenty one and a half hours after placement on the 7200 ventilator, the patient experienced shortness of breath and rapid facial edema extending into the chest. The patient was transferred to another facility and is stable and awaiting long term placement at this time. The risk manager has stated that the respiratory therapist (rt)-name unknown has stated that he does not feel the device caused or contributed to the intervention needed. It is reported that the rt stated that there could have been a failure to adjust the device or user error. The risk manager has stated the recognition of increased pressures and actions by staff was likely a factor in the event. A third party company normally performs preventative maintenance and repair. The last service history calls in co's files are: a preventative maintenance plus upgrade in may of 1997 and a call to evaluate damage when dropped in april 1997. There is currently no allegation of a device malfunction or failure. The third party has evaluated the device and found the device fails the leak test but had no error codes logged in memory. The plan is to have co's company repair as needed. Co will then investigate any replaced parts for failure mode if any. This report is not an admission by mallinckrodt puritan bennett that this device caused or contributed to the event alleged in this report.